Event description:
Customer reported that a pyxis anesthesia es system application unexpectedly failed to launch during a procedure, preventing user access to required medications. Customer reported that the interrupted procedure was a laparoscopy, thirty minutes. Customer stated that propofol and rocuronium were the required medication. There was no reported patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system application unexpectedly failed to launch during a procedure, preventing user access to required medications. Customer reported that the interrupted procedure was a laparoscopy, thirty minutes. Customer stated that propofol and rocuronium were the required medication. There was no reported patient or user harm. This event is recorded in complaint number (B)(4). A technical support specialist remotely evaluated the device. The technical support specialist followed knowledge article (B)(4) - med app won't auto launch. Configuring the application to auto-launch during system boot. Device was tested and confirmed operational.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-nov-2020 to 16- nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the application unexpectedly failed to launch during a procedure. A technical support specialist remotely accessed the device. Configured the application to auto-launch in the station configuration utility during system boot to resolve the issue. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system application unexpectedly failed to launch during a laparoscopic procedure after a remote upgrade, and this prevented user access to required medications (propofol and rocuronium). This issue caused a delay of thirty minutes. There were no adverse events or injuries reported based on this incident.